Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: " pump sent out for repair. No patient harm was involved. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (air compressor). Upon return, the device started up in state1 alarm. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed test engineering pneumatic assembly and performed recharge test, the device passed. The lever boot retaining plate is damaged due to being broken/ cracked. The air compressor and lever boot retaining plate will be removed and replaced during the repair process before being sent to the test line for full functional testing.